Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stem was found separated from the bd obturator for insyte¿ during use. The following information was provided by the initial reporter, translated from french: "as I explained to you on the phone yesterday, a nurse reported an undesirable event that took place on 13/07 in one of the hospital's surgical departments. While removing a pink obturator ref 394281 to perfuse a patient, she noticed that the stem was no longer present."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-sep-2023 h6: investigation summary our quality engineer inspected the representative samples for evaluation. Bd received two sealed obturators for insyte 20g 30mm l from lot number 0049452. The visual inspection did not discover any damage to the units. Your report states that ¿the stem was no longer present¿; however, both stems were present on the returned samples. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the stem was found separated from the bd obturator for insyte¿ during use. The following information was provided by the initial reporter, translated from french: "as I explained to you on the phone yesterday, a nurse reported an undesirable event that took place on 13/07 in one of the hospital's surgical departments. While removing a pink obturator ref (B)(4) to perfuse a patient, she noticed that the stem was no longer present."